Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00693.

Event description:
It was reported the drill bit fractured while drilling the pilot hole during l-mandible procedure. After drilling, the nurse found the drill tip was broken, an x-ray was taken and confirmed by the dentist that the fractured part was retained in the mandible. The fractured drill was removed from the patient by whittling the periphery bone. The incident caused a delay over thirty (30) minutes, however the exact duration of the delay is unknown. No additional patient consequences were reported. One drill was reported broken, however two drills were returned. Attempts have been made and no further information has been provided in regards to the second drill.

Event description:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product identities were confirmed. The two (2) traumaone system drill, 1.6x50mm 22mm stop (part# 46-1006, ser# (B)(4)) were visually evaluated. The drill bits were both fractured at the point where the fluted section of the drill begins. The fractured fluted section of the serial # (B)(4) drill was also significantly bent. The complaint is confirmed. The device history records (DHR) were reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force, beyond what the drill is designed to encounter, applied during the drilling process. Contributing factors may have been the drill being used off axis or hitting a hard spot in the bone which slows down or stops rotation of the tip of the drill. The instructions for use (IFU) for these products states in the section titled 'warnings and precautions': intraoperative fracture or breaking of twist drills has been reported. Excessive force may cause unusual stress conditions and result in breakage or fracture of the device. There are no indications of manufacturing defects. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were corrected: lot number was corrected from 233344 to 002940. Device manufacturer date was corrected from nov 5, 2015 to oct 26, 2016. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00693-1.